Manufacturer narrative:
[Health effect - impact]: f2203, f19. Article citation: eduardo de faria castro fleury. Breast magnetic resonance imaging (bmri) in the diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl): findings beyond late seroma. The breast journal. 20feb2020; 1-3. The events of seroma-late, lymphoma-alcl-suspected, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Journal article ¿breast magnetic resonance imaging (bmri) in the diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl),¿ reported that 7.5 years following implant, a patient developed left side ¿volumetric enlargement,¿ diagnosed by ultrasound as seroma. Seroma was aspirated and concluded left side lymphoma alcl. Pathological markers were not reported. Six months later, an MRI identified findings of ¿granulation tissue in the fibrous capsule,¿ and various masses or lesions. A capsulectomy was performed as treatment. The status of the device and patient symptom resolution is unknown.

Manufacturer narrative:
The reason for reoperation is not applicable since the device is non-allergan.

Event description:
Healthcare professional confirmed that the events occurred with a non-allergan device. There is no complaint against an allergan breast implant.